Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No prime/fill anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump squirting out during the manual prime process. The customer¿s blood glucose level was unknown at the time of incident. Customer states that they were not wearing insulin pump during priming. Customer stated that the drive support cap appears normal. Advised customer to discontinue use of the insulin pump and to revert to backup plan. The insulin pump will be returned for analysis.